Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Lead impedance greater than 3000 ohms and suspected lead fracture. Provided with instructions how to turn off device therapy. Lead remains implanted.